Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. Reportedly, tandem technical support (cts) suggested resetting the pump to resolve the issue; however, customer declined troubleshooting and multiple attempts were made by cts to follow-up with the customer but no response was received.